Event description:
It was reported that the patient was admitted to the health care facility to perform a pocket revision due to a pain experienced because of the initial pocket sizing involving the implant of this pacemaker system. This right ventricular (rv) lead remains in service. No additional adverse patient effects were reported.